Event description:
The reporter contacted animas on (B)(6) 2012, stating the ok keypad button had a delayed response. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. It was claimed a protective skin was used. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the ok keypad button was intermittently unresponsive and required multiple button presses with increased force to elicit a response; the up arrow, down arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts.